Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information not available at the time of this report, information has been requested.

Event description:
It was reported to philips that the unit failed to deliver shock; and another defib had to be used. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.

Manufacturer narrative:
It was reported to philips that the unit failed to deliver shock and another defibrillator had to be used. Further information was provided that the screen went blank and displayed error code 0. Per heartstart xl service guide, error codes 00000 - 00400 represent "defib failure - charging circuits". There was reportedly no patient harm. The customer evaluated the device and determined that the battery required replacement. The battery is reportedly had been in use for slightly less than two years. There is no indication that this battery failure is early or unusual. No further evaluation of the failed battery is warranted. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, there was reportedly no adverse patient impact. Upon failure of the defibrillator to deliver a shock, another defibrillator was used to successfully shock the patient. The customer replaced the battery. The device is returned to full functionality. The device remains at the customer site. Philips cannot rule out a malfunction of the battery. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.